Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Additionally, limited follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) have a significantly higher risk for contracting infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is presently no objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the manufacturers¿ specifications. However, given the lack of causality, offending organism, the patient¿s allegations, and status of the liberty select cycler being returned to the manufacturer for evaluation, the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced ¿excruciating¿ abdominal pain after air was allegedly pushed into his abdomen, which required hospitalization. Furthermore, the patient alleged the liberty select cycler was faulty, and gave him peritonitis. Follow-up with a clinic hemodialysis registered nurse [(hd)rn] revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of abdominal pain (no evidence of a pneumoperitoneum). The patient was admitted and diagnosed with peritonitis (culture and cell count results unavailable). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, and duration are unknown. The patient¿s primary pdrn is away on vacation, and as a result the patient remains hospitalized for the administration of ip antibiotics. The patient continues to undergo ccpd and is recovering from the events. The hdrn stated the cause the patient¿s peritonitis is unknown and it is unknown if any fresenius product(s) and/or device(s) was involved. Additional information was requested (e.g., hospital records, demographic information, medication records), however the hdrn declined citing privacy concerns.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information about the patient is available. Since the complaint sample is not available for evaluation and no DHR review is possible, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced ¿excruciating¿ abdominal pain after air was allegedly pushed into his abdomen, which required hospitalization. Furthermore, the patient alleged the liberty select cycler was faulty, and gave him peritonitis. Follow-up with a clinic hemodialysis registered nurse [(hd)rn] revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of abdominal pain (no evidence of a pneumoperitoneum). The patient was admitted and diagnosed with peritonitis (culture and cell count results unavailable). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, and duration are unknown. The patient¿s primary pdrn is away on vacation, and as a result the patient remains hospitalized for the administration of ip antibiotics. The patient continues to undergo ccpd and is recovering from the events. The hdrn stated the cause the patient¿s peritonitis is unknown and it is unknown if any fresenius product(s) and/or device(s) was involved. Additional information was requested (e.g., hospital records, demographic information, medication records), however the hdrn declined citing privacy concerns.